Event description:
The customer reported that the system would not store images, was not recording the parameters, and there was an issue with the software. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.